Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited no image. The issue occurred during an unknown procedure. There was no procedure delay and no patient harm was reported.

Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide additional information: h4

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device has noise in image which caused the no image reported. A root cause could not be identified. Based on the results of the investigation, it is likely random component failure without any design or manufacturing issue led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.